Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level, as the level did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller with resetting the pump, and the malfunction code did not recur after resetting. The customer was advised to continue using the pump and to call back if the malfunction code recurs.